Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The annulus was severely calcified with calcium extending into the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, in the first attempt, the valve was able to be successfully implanted at a depth of 3mm on the non-coronary cusp (ncc). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Postprocedural 1-2 hours later, symptoms of thrombotic stroke where observed, and a thrombus formation was confirmed. Thrombolysis was performed which resolved the stroke however, right sided weakness persisted. The patient had a prolonged hospitalization due to this event. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The annulus was severely calcified with calcium extending into the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, in the first attempt, the valve was able to be successfully implanted at a depth of 3mm on the non-coronary cusp (ncc). Paravalvular leak was noted for which post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. Post-intervention, trace pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Postprocedural 1-2 hours later, symptoms of thrombotic stroke where observed, and a thrombus formation was confirmed. Thrombolysis was performed which resolved the stroke however, right sided weakness persisted. The patient had a prolonged hospitalization due to this event. The patient was discharged.

Manufacturer narrative:
An event of perivalvular leak (pvl), thrombotic stroke, thrombus formation, and right-sided weakness was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl is likely related to patient condition (severely calcified annulus extending into the lvot). The cause of the reported right-sided weakness is likely a cascading effect of the thrombotic stroke. However, the root cause of the thrombus and stroke could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient required prolonged hospitalization and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.